Event description:
It was reported that, the shock therapies were programmed off due to a fracture of this electrode and expired indication. This electrode remains in service. No additional adverse patient effects were reported.